Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a pacing impedance measurement of greater than 2000 ohms exhibited by this ventricular implantable lead. This lead exhibits good r wave measurements, normal pacing threshold measurements and no noise has been recorded.